Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter was prompting an error 4 message. The pt phoned the hospital for advice and was told to contact lfs. It was discovered during troubleshooting that the pt was not applying the blood correctly. The issue, however, was not resolved with troubleshooting. The pt rec'd no medical attention or treatment. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.